Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a gradual increase in shock impedance that has now reached out of range at 126 ohms. Boston scientific technical services (ts) was consulted and discussed that single coil leads to have higher impedance readings. Ts discussed the option of increasing the remote monitoring alert or performing a 1.1 joule commanded shock if the physician was concerned. The clinic noted that the patient will be seen in the office soon and the alert for the remote home monitoring system increased. No adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead continued to exhibit high out of range shock impedance measurements of 138 ohms. The physician was considering a revision procedure. Boston scientific technical services (ts) was consulted and discussed the option of performing a 1.1 joule shock to test the integrity of the lead. The physician opted to perform the 1.1 joule shock and the shock impedance measurement was 112 ohms. Based upon the commanded shock impedance results, the physician opted to not have the patient undergo a revision procedure at this time. It was also noted that no changes were made to the system and the cause for the high shock impedance remains unknown. At this time the ICD and rv lead remain in service and no additional adverse patient effects were reported.

Event description:
Additional information was received that a field representative from another manufacturer contacted boston scientific technical services (ts) during a change out procedure for an upgrade to a bi-ventricular cardiac resynchronization therapy defibrillator (crt-d) and noted the rv lead shock impedance remained between 120 to 130 ohms. Ts discussed that higher shock impedances can be normal for single coil leads and discussed the option of doing a 1.1 joule shock during the procedure to test the integrity of the lead. It is unknown if the lead remains in service and no adverse patient effects were reported.